Event description:
This is report 2 of 4 for the same event. It was reported that during an unspecified surgical procedure it was discovered that the ¿the shaft of the nose piece was getting so hot that the doctor was unable to hold the handpiece¿ on the motor device and attachment device. The reporter stated that a spare motor device and a spare attachment device available and were used in the same surgery. The reporter stated that "heat was experienced" with the second set of devices as well. The reporter stated that second spare motor device of a different brand were available for use. There was a delay to the planned surgical procedure but the exact length of the delay was unknown. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.